Manufacturer narrative:
An event regarding damage involving a trident insert trial was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. The trident insert trial was scratched and damaged along the rim of the trial. Examination with material analysis engineer indicated damage observed consistent with in-service use and explantation. Medical records received and evaluation: not performed as patient factors didn't contribute to the event. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that liner trial damaged upon removal. Visual inspection shows significant damage on the device. Material analysis examination of the returned device indicated that damage observed is consistent with in-service use and explantation. No further investigation for this event is possible at this time. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Liner trial damaged upon removal. The procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Liner trial damaged upon removal. The procedure was completed successfully.